Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the repositioning sheath was occlusive in the right femoral artery (rfa). Impella was removed in cath lab. Rfa angiogram was performed after 1 perclose was deployed and second perclose tightened down around micro puncture catheter. Angiogram revealed blood flow to the rfa, proximal superficial femoral artery and proximal profunda. Blood flow to the distal extremity was not visualized while in cath lab. Venoarterial extracorperal membrane oxygenation (ECMO) access in the left femoral artery with distal perfusion catheter in place to lower left extremity.